Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted that there were delivery issues encountered during impella implant. Impella was repositioned to resolve the delivery issues. It was also reported that impella began to lose flows and pressure. As a result, epinephrine was used to resolve the flow/pressure issue. Additionally, patient experienced limb ischemia. Physician ordered dopamine to be started and neosynephrine to be weaned to help with distal perfusion. Impella was successfully weaned and explanted. Patient survived the procedure.